Event description:
Portable oxygen concentrator shut off without warning. Will not reset. Stopped working completely resulting in complete lack of oxygen concentration. Replaced battery pack several times, changed plugs, checked all connections.